Manufacturer narrative:
As no product was returned it was not possible to perform a product inspection. Review of the product history sheet for the lot no s7607/1 demonstrated that the product was manufactured within specification. Orginal surgery was performed in 2000. The lot no provided in the customer complaint form confirms that the right implant is a hutchison hsh 500. The fill volume of the product is unknown. The left implant has been identified as a mentor implant. The patient underwent bilateral replacement surgery on an unknown date. No product was returned. No conclusion can be drawn.